Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's catheter was replaced in (B)(6) 2003. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that it was unknown if there was a device issue, patient/therapy issue, procedure issue regarding the catheter replacement in (B)(6) 2003. The rep stated that it was only mentioned that the catheter was changed in 2003.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.